Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm® volux¿ in the mandibular angle area. A month later, patient was injected again with juvéderm® volux¿ in c6. Approximately two months later, patient developed oedema in the treated areas with the appearance of cold nodules. Patient started on betel 1mg twice a day and continued for about 18 days. Augmentin 1g twice a day was added in the middle of the 18 days treatment. As swelling resumes vigorously, patient was placed on cortisone medrol of 16gr for 5 days then decreasing in steps of 5 days (half pill). On the third day of treatment, hot nodules appeared very painful to the touch. Multiple nodules was drained with full of pus. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00584 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.